Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a foggy, or cloudy image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displayed a green colored image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a purple-colored image. The image issue is the result of a shock that occurred on the outer tube which damaged the charged coupled device sensor. Furthermore, the following additional issues were identified during inspection: a video cable cut, and an outer tube dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective ccd (charged coupled device) assembly (r-unit). Olympus will continue to monitor field performance for this device.